Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) during the implantable pulse generator (ipg) replacement procedure. The patient's vf was suspected to be as a result of electromagnetic interference/noise due to cautery. It was also noted that diminished r waves were observed on the right ventricular (rv) lead. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.